Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who is implanted with a neurostimulator. It was reported that the patient's implantable neurostimulator was overdischarged as the patient forgot to charge. They had tried to read the battery, and it was noted that the patient has a trickle charge scheduled for the following week to resolve the issue. It was reported that the implantable neurostimulator was to be replaced as it was overdischarged.